Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography angiogram (cta) showed the patient has aneurysm sac growth and a type 3b endoleak in the distal aorta just above the bifurcation. The physician is planning to reline the initial implant with a non-endologix gore device. To date a secondary intervention has not been completed or scheduled. The patient is asymptomatic and there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the lack of medical information received, there were no evidence to support the following reported events: type iiib endoleak, the sac enlargement, or the planned secondary endovascular procedure with a non endologix product. The most likely cause of the compromised stent graft integrity could not be determined due to a lack of any medical records or imaging, however there was a hostile left common iliac artery anatomy observed on the case planning report in combination with calcified aortic stenosis at the bifurcation. There have been no reports of further negative patient sequelae. The review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. (B)(4).